Manufacturer narrative:
Date of event: exact date unknown, event occurred last (B)(6) 2022.

Event description:
It was reported that the patient had difficulty retaining a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.